Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. The customer¿s blood glucose level was 146 mg/dl at the time of the incident. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. The customer inserted the 3rd brand new battery the screen stays on blank screen. Customer received a low battery alert prior to the replace battery alert. Customer states the battery cap not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.